Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an recurring incontinence increasing the last year the patient had his artificial urinary sphincter (aus) cuff removed and replaced. The explanted aus cuff was discarded. The patient status following this surgery was good. Should additional information be received, a supplemental report will be filed for the addition information.